Event description:
It was reported that during a follow up visit to do a home monitoring reset, the device was unable to be interrogated. Pt was in (B)(6) for four months and stated that when he started to feel bad, he was waiting for the bus next to a giant power plant transformer. Tech services was consulted and they advised to try again in 24 hours at which time the device was still unable to be interrogated. Device was explanted and replaced.

Manufacturer narrative:
The device was received and analyzed. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. An interrogation of the pacemaker was properly feasible. The clinical observation could not be confirmed. Therefore, the pacemakers memory content was thoroughly evaluated. The evaluation revealed that a partial corruption of device memory occurred on may 19, 2018 which led to a gap of memory data between may 19, 2018 and august 30, 2018, the day of the explantation. This finding can be considered to be causal for the inability to interrogate the device. On the day of explantation, multiple device resets were documented, probably due to external influences during the explant procedure, which corrected the device memory content. The root cause of the memory corruption was not determinable. It cannot be excluded that external influences, such as strong electromagnetic fields, might have led to this observation. At a next step the pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the device proved to be interrogatively and fully functional during analysis. The analysis of the memory content showed that the clinical observation resulted from a partial memory corruption, which was corrected on the explantation day upon multiple resets of the device. The root cause was not determinable from the available information. There was no indication of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.